Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 174737: 148 items manufactured and released on 11-jan-2018. Expiration date: 2022-12-27. No anomalies found related to the problem. To date, 141 items of the same lot have been already sold with another similar reported event. Additional implant involved: reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 (k170452) lot. 175036 batch review performed on (B)(6) 2020. Lot 175036: 100 items manufactured and released on 14-mar-2018. Expiration date: 05-mar-2023. No anomalies found related to the problem. To date, 96 items of the same lot have been already sold with another similar reported event on this lot. Visual inspection performed by r&d project manager the visual inspection was performed on tuesday, (B)(6) 2020. The spherical backsurface of the glenosphere is partially discoloured in proximity of the position of the glenoid polyaxial locking screws. Considering the information at hand it is not possible to determine whether the screw was prositioned too proud during the primary surgery or there was any backwards movement after the surgery. The trauma in combination with the proud position of the screw may have caused the mobilization of the glenosphere. The articular surface and the taper do not show any signs of damage. The glenosphere screw presents circular scratches on the outer surface, which may be caused by friction with the glenosphere after its mobilization. Clinical evaluation performed by clinical affairs director detachment of the glenosphere from baseplate in rsa one year after primary surgery. During this time, a serious trauma occurred, but its influence on the detachment cannot be determined. At revision, one of the baseplate screws was found slightly prominent: the relationship between said trauma and this finding is also undetermined. The most likely cause for glenosphere mobilization is the prominence of the baseplate fixation screw. The cause for the prominence of the baseplate fixation screw is unknown.

Event description:
The patient had a serious trauma and fractured the humerus 1 year after the primary surgery. Then, 1 year and 8 months after the primary, the glenosphere screw unscrewed a little bit and the glenosphere twisted. During the revision surgery, it was detected that a polyaxial screw head, of the baseplate, was not fully seated, it was proud. Baseplate screw and glenosphere were revised.